Event description:
It was reported that the patient implanted with this device received a shock, and subsequently visited the hospital for a follow-up. During the device interrogation, it was revealed that the implantable cardioverter defibrillator (ICD) had activated a code 1007 because the capacitor charge time was longer than expected. Field technicians reported their inability to alter the device's parameters or retrieve its memory. A manual recalibration of the capacitor was attempted, but the charge time surpassed 45 seconds, leading to suspicions of a depleted battery. Due to the inability to download the device's data, it remains uncertain whether the shock was appropriate. The device is still in use, and no negative effects on the patient have been reported. The implant date is currently unknown; however, has been requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this device received a shock, and subsequently visited the hospital for a follow-up. During the device interrogation, it was revealed that the implantable cardioverter defibrillator (ICD) had activated a code 1007 because the capacitor charge time was longer than expected. Field technicians reported their inability to alter the device's parameters or retrieve its memory. A manual recalibration of the capacitor was attempted, but the charge time surpassed 45 seconds, leading to suspicions of a depleted battery. Due to the inability to download the device's data, it remains uncertain whether the shock was appropriate. The device is still in use, and no negative effects on the patient have been reported. Additional information was received indicating this ICD was explanted and replaced with a non-boston scientific device. The date of the replacement procedure and the location of the explanted device were not provided; it is unknown if the device will be returned for laboratory analysis.

Event description:
It was reported that the patient implanted with this device received a shock, and subsequently visited the hospital for a follow-up. During the device interrogation, it was revealed that the implantable cardioverter defibrillator (ICD) had activated a code 1007 because the capacitor charge time was longer than expected. Field technicians reported their inability to alter the device's parameters or retrieve its memory. A manual recalibration of the capacitor was attempted, but the charge time surpassed 45 seconds, leading to suspicions of a depleted battery. Due to the inability to download the device's data, it remains uncertain whether the shock was appropriate. The device is still in use, and no negative effects on the patient have been reported. Additional information was received indicating this ICD was explanted and replaced with a non-boston scientific device. The date of the replacement procedure and the location of the explanted device were not provided; it is unknown if the device will be returned for laboratory analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this device received a shock and subsequently visited the hospital for a follow-up. During the device interrogation, it was revealed that the implantable cardioverter defibrillator (ICD) had activated a code 1007 because the capacitor charge time was longer than expected. Field technicians reported their inability to alter the device's parameters or retrieve its memory. A manual recalibration of the capacitor was attempted, but the charge time surpassed 45 seconds, leading to suspicions of a depleted battery. Due to the inability to download the device's data, it remains uncertain whether the shock was appropriate. The device is still in use, and no negative effects on the patient have been reported. Update: a request was sent to the field to obtain additional information regarding this event. The field representative indicated that there is no further information available. Should additional details be provided, a supplemental report will be issued.